Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The device logs were not provided. Our field service engineer investigated the ventilator on site. The internal leakage test, pressure, transducer test, o2 cell/sensor test and patient circuit test failed during the pre-use check. Further investigation showed that the nozzle unit to the o2 gas module was defective and that it needs replacement. No further information was provided and no further issues have been reported after the event. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).